Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer used a different wall adapter, which resolved the issue, allowing the pump to begin charging. No further assistance was required.